Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during fill cannula. The customer was unsure if she received a motor position encode error and the alarm history could not me checked as the device was stuck in the rewind loop. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime and excessive no delivery test. However, the insulin pump was received motor error alarm during occlusion test due to faulty force sensor. The motor passed the motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked case on the reservoir tine window corner and missing end cap sticker.